Event description:
It was reported that the trach was deflating after insertion. Due to this, the trach was removed from the patient to be tested. Once the trach was removed, it was filled and left out to see if it would stay inflated. It did not. No patient harm was reported at this time.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection did not identify any anomalies. Functional testing found the cuffs inflated as normal and no leaks were observed. Devices passed all functional testing. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.